Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the cap of a 5f mynxgrip vascular closure device (vcd) became stuck inside the cannula during a vascular radiological procedure. The plug (the material that unfolds in the artery) stayed inside the cannula and did not unfold onto the artery. There was no reported patient injury. The deployer was mynx certified. Femoral artery suitability was verified on angiography or venography including the insertion angle of the vascular sheath introducer. There was no vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. A picture was provided for review. The device will be returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt. A product history record (phr) review of lot f2600701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported.